Event description:
It was reported that an asymptomatic patient presented in the clinic for normal follow up. The ICD showed post-paced t-wave over sensing on the ventricular lead. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.